Event description:
It was reported via repair work order that the footboard functioned intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footboard functioned intermittently. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as it was originally reported that the customer alleged the footboard was intermittent. This issue could not be duplicated by the service technician as the technician found the footboard to be functioning to specification.